Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated the he is no longer experiencing symptoms and did not seek additional medical attention. Additional blood tests were performed with the alleged defective device and it produced a result of 349 mg/dl not fasting. Customer is satisfied with the product.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer did report symptoms of excess urination, thirst, tired. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is undisclosed. Customer is receiving e-5 error messages. Customer indicated he was feeling well at the beginning of phone call. Conducted a blood glucose test together received e-5 error message again. Customer indicated that he was admitted to the hospital yesterday for having glucose readings close to 1,000 mg/dl fasting. Before going to hospital he had a reading of 760 mg/dl and while in hospital 998 mg/dl. Customer was treated at the hospital with insulin. Customer denied for me to contact medical personal. Notified customer to seek a hospital or physician because of possibility of symptoms of hyperglycemia such as excess urination, thirst, tired. Unable to obtain previous reading's with customer advised customer to seek medical attention. Will call back to follow up with customer.